Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the closurefast catheter for the radiofrequency ablation treatment of the gsv as per IFU with no issues noted. Tumescent was used and was visually seen on the ultrasound to have encapsulate the front tip of the catheter prior to treatment. It was reported the patient experienced endovenous heat induced thrombus (ehit), observed during post-op saphenofemoral junction (sfj) review with ultrasound. The patient was treated with anti-coagulant therapy and was scheduled for a follow-up ultrasound. Follow-up information confirmed that the ehit was gone after 24 hours of using the anti-coagulant therapy and the vessel was successfully closed.